Event description:
It was reported the patient's implantable neurostimulator (ins) was no longer working and was not being used. The reason the patient was not using the device or when the patient ceased to use the therapy was not known. No patient symptoms were reported in association with the event. Compatibility guidelines were requested for magnetic resonance imaging (MRI), and it was specified that the reason for the MRI was unrelated to the ins / therapy. No interventions or resolution of the device issue was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type lead; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010. (B)(4).